Manufacturer narrative:
H11- disregard initial MDR and supplemental MDR #1 as they were reported in error and n/a. Claim # (B)(4).

Manufacturer narrative:
H11 manufacturer narrative - secondary surgical intervention to remove/replace/reposition the lens, is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced excessive vaulting. The lens was was explanted and the problem resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
Additional information: h6- investigation type 4110: lens work order search-no similar complaints reported for units within the same lot. H11 - upon further review, it has been determined that the event is not MDR reportable. Please disregard the initial MDR as it is n/a. Claim # (B)(4).